Manufacturer narrative:
The reported event of insulation abrasion was not confirmed. As received, a partial lead was returned in two pieces. Visual inspection found the outer insulation cut/damaged in multiple locations at the distal portion with all filars of the of the outer coil melted and separated in one location due to electro-cautery. All damage noted on the returned partial lead was consistent with occurring at the time of procedural.

Event description:
It was reported that during an unrelated procedure, insulation damage was noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.